Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken grip cable. The frayed cable sections are in various lengths sticking out at the wrist. The idler pulley exhibited damage to the face and rim. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported during central processing that the mega needle driver instrument was noted to have broken wires. No patient harm, adverse outcome or injury was reported.